Event description:
It was reported by the patient that their "implant is going off every four hours" indicative of a lead integrity alert (lia). A right ventricular (rv) lead fracture was confirmed at a follow up appointment. A sharp spike in rv lead impedance as well as rv lead noise was observed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddmb1d1 ICD, implanted: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.